Event description:
It was reported that a novum iq syringe pump had a reversed flow. The issue was further described as, "propofol backing up into fentanyl". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent flow accuracy testing by running a short, simulated therapy of 25ml at 25ml/hour and performed according to product specifications. The event history log was reviewed, and a fentanyl infusion was found on (B)(6) 2025 as a primary infusion and a secondary infusion of propofol was not found. The reported problem could not be confirmed through the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.